Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency and damage at the fiber tip were observed at 103,680 joules of use. The case was completed using an alternate procedure (turp). There was no report of pt injury.